Manufacturer narrative:
The siemens customer service engineer contacted a siemens customer care center (ccc) to report a falsely elevated hcg result obtained on a patient sample on a dimension rxl max instrument. A siemens customer service engineer (cse) was dispatched to the customer's site and determined that the clean solution for the integrated multisensor technology (imt) probe cleaner was out of date. Additionally, the cse identified that the heterogeneous immunoassay tubing and vessel transfer region needed maintenance. The cse performed the required maintenance. The cause of the discordant, falsely elevated hcg result is due to sample contamination. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2019-00043 was filed for the discordant result obtained on the alternate instrument.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on a patient sample on a dimension rxl max instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same and alternate instruments, resulting higher than the discordant result. The repeat results were not reported to the physician(s). Another sample from the same patient was run from an edta tube, resulting lower than the discordant result. The sample ran from the edta tube was reported, as the correct result, to the physician(s). The sample in the edta tube was repeated on the same and alternate instruments, resulting lower than the discordant result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg result.